Manufacturer narrative:
Product event summary: the reason for return of "connector is worn due to old age" was confirmed at analysis. It was recommended that the product be scrapped.

Event description:
The software analyzer was returned for repair/safety check and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.